Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found no telemetry. This was due to an open telemetry coil. Normal electrical test results were observed with a new telemetry coil.

Event description:
It was reported that the pulse generator could not be interrogated. The device was explanted and replaced.